Event description:
A patient was seen for a surgery consult and it was noted that they had high lead impedance. Advise was given to the patient's following physician to disable their device. The patient is not scheduled for surgery at this time. It is unknown if the patient had a fall or injury preceding the event.

Event description:
Additional device settings were provided and the patient's physician stated that he intentionally programmed the patient off due to the high impedance. No known surgical intervention has occurred to date. No additional relevant information has ben received to date.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently had the wrong patient age. Date of event, corrected data: supplemental report #01 inadvertently did not change the date of event.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.